Manufacturer narrative:
No samples were received for evaluation. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. No deviations were observed during production of this batch. The complaint cannot be determined.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Samples were forwarded for evaluation to the affiliated headquarter, where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states fill issues. When they draw with a syringe or vacutainer, it is still not reaching the fill area. Customer stated this is occurring with item 454322. The types of devices used when tubes are underfilling are butterfly/syringe with straight needle and vacutainer. A discard tube is always discarded before the coagulation tube. This is occurring with multiple phlebotomists and nurses. 100% of tubes are experiencing underfilling. A nurse stated that if she takes the top off and fills manual (which is unsafe practice), she could get the correct amount in there.